Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that low sensing, low pacing impedance, and noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.